Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery for the device failed to charge during patient monitoring. It was noted by the customer that the ac led indicator would occasionally remain off when the mrx was plugged into ac power. The device was in use on a patient and there was no adverse event to patient or user.